Event description:
It was reported that the devices were used during a laparoscopic herniorrhaphy. It was reported by the rep that the stapler jammed. A second ems was opened and it jammed. A third ems was opened to complete the case. There was no consequence to the patient.